Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this patient implanted with this pacemaker system was found unresponsive the day after implant, and the was admitted into the intensive care unit (ICU). The only available device data from two days after implant showed no stored events and all lead measurements within normal limits. This pacemaker system remains in service. No additional adverse patient effects were reported.